Event description:
This case occurred in the united states. According to the information we received, a patient was injected on (B)(6) 2022 with a rha redensity product to the perioral area. During the injection, the patient experienced an immediate possible occlusion on the left lateral perioral lines. As treatment, the patient was injected with some hyaluronidase and the event resolved. The injector also reported some blanching after injecting and was unsure if this was due to the product being injected superficially. Due to the nature of the adverse event, this case was assessed as reportable.

Event description:
This case occurred in the united states. According to the information we received, a patient was injected on (B)(6) 2022 with a rha redensity product to the perioral area. During the injection, the patient experienced an immediate possible occlusion on the left lateral perioral lines. As treatment, the patient was injected with some hyaluronidase and the event resolved. The injector also reported some blanching after injecting and was unsure if this was due to the product being injected superficially. Due to the nature of the adverse event, this case was assessed as reportable. Final : on 16-nov-2022, we received the confirmation from our us distributor that no order of rha redensity could be retrieved for the reported injector. The product was likely a sample of rha redensity, and as the batch numbers for sample products are not tracked, we were unable to retrieve it.